Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited under sensing on bradycardia episode. No intervention or procedure was reported. No patient symptom was reported.

Manufacturer narrative:
H6 was updated for health effect, clinical code.